Event description:
The customer reported to olympus, the telescope tip was inspected before user and was found to be chipped and cut. The issue was found during reprocessing and the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of tip was chipped, and cut was confirmed. Device evaluation found peeling of gold plating on the outer tube. The additional evaluation findings are as follows: cropped image due to misalignment of the objective lens, foreign matter adhesion on the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.